Event description:
The patient reported that their leaking symptoms suddenly returned in (B)(6) 2016. It was initially noted that the leaks occurred for about a month, but there was conflicting information reported to the national answering service (nas) that indicated that leakage had only been for a week. Increasing stimulation did not resolve the issue. There were also no lead issues. Additional information received mentioned that the implantable neurostimulator (ins) was working fine after being implanted. The patient was feeling very little stimulation, and therapy was on program 3 at 8.0v. Stimulation was at 5v, but then was increased to 7v and 8v on the day of the report. The patient did have a foot x-ray, but there were no falls or medical procedures/emi that were related to this issue. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.